Event description:
It was reported that on (B)(6) 2013 the patient experienced diaphragmatic stimulation. On (B)(6) 2013 the left ventricular lead exhibited loss of capture. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
No medwatch form was received.